Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared for a high out of range right ventricular (rv) lead pacing impedance of greater than 2000 ohms. In addition, the rv lead exhibited noise. It was noted that the noise on the rv lead was oversensed and pacing inhibition occurred, however, the patient didn't experience asystole. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.